Manufacturer narrative:
Follow-up #1: date of submission 9/9/15 device evaluation: the device has been returned and evaluated by product analysis on 08/20/2015 with the following findings: no defect was found. Unable to duplicate the complaint. Review of the black box shows a replace battery alarm on (B)(6) 2015 06:52; followed by a power on reset event. Pump was powered back on and deliveries resumed at (B)(6) 2015 21:01. Pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Cartridge cap was not returned. Test cartridge cap and returned battery cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter alleged that the patient had been admitted to hospital in diabetic ketoacidosis (dka): blood glucose (bg) was up to 1100 mg/dl while in hospital. Treatment included insulin injections, IV fluids, and IV glucose. During troubleshooting, customer support found that the basal delivery totals in tdd did not match the active basal program total, but did not identify any cause for variation. Cs attributed the event to a product issue. This complaint is being reported because the patient experienced dka and the discrepancy in basal totals was not resolved.